Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin on demand transmission. Upon interrogation, it was noted that the right atrial lead had noise. The noise caused the device to mode switch, but no adverse effects were seen. The clinic decided to monitor the patient and no changes were made. There were no patient consequences.